Event description:
Pump is returned for multiple loss of prime alarms. Evaluation revealed an out of calibration force sensor and contamination under the keypad button contacts. This report is being made based on the evaluation results.

Manufacturer narrative:
(B)(4).the keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts. During evaluation the force sensor was found to be out of calibration. Unrelated to the issues, the battery compartment was found to be cracked and moisture damage was found on inside the pump. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.